Manufacturer narrative:
H2, h3, h6: the system was serviced in the field. No failures were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that navigation was having trouble seeing the dogbone on a microscope outside of a case. Troubleshooting was performed. The medtronic representative (rep) cleaned the bracket, reseated the bracket connection and still experienced issues when rotating the dogbone. Technical services (ts) reviewed a video of this behavior and suspected line of sight issues. Ts explained how the line of sight to the camera can be improved and how to watch for light-emitting diode (leds) being blocked by the oculars. Ts also advised that if the dogbone was being pointed down, there was less likely of a chance that the camera can see the trackers. Ts recommended for the rep to try positioning the camera at the same eye level as the dogbone and rotate along the y-axis of the bone and cover the dogbone with hand in dark area and record video on phone to check for any red led lights. Ts advised that they will not send the dogbone tracker until the previous troubleshooting was confirmed and until they received an update on the resolution for (B)(4) (similar issue, dogbone sent out for replacement). They would like to confirm function of that dogbone first. There was no patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736146, serial/lot #: (B)(6). H3, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the clinical consultant (cc) confirmed that the dog bone was not functioning properly. Cc confirmed that he rotated the camera up to down, left to right, and the dog bone could only be tracked in very limited range.